Event description:
It was reported that during the implant attempt, a sensing value could not be measured on the right ventricular (rv) lead. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Analysis indicated that the connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst noted that visual inspection found the df-4 connector pin lightly bent which was caused at implant, but all the continuity test results were passed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.